Event description:
Initially reported information stated: mildly calcified right common femoral artery.

Manufacturer narrative:
Internal file number - (B)(4). Correction: reg#. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Seven returned unused, sterile representative samples were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other five perclose proglide devices referenced have been filed under separate medwatch reports.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with seven proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous ventricular assist device implantation (ivac) procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Suture placement was attempted with 5 additional proglide devices; however, the sutures of three proglide devices were completely missing and the knot of two proglide devices was missing. The suture of a seventh proglide device was successfully pre-placed. The sheath was upsized to 20f and the ivac procedure was completed. The knots of the first and seventh proglide devices were advanced into the artery but failed to achieve hemostasis. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy as vessel surgery was performed. The patient was given antibiotics. No additional information was provided.